Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they were having issues with the device for the left side of their brain. When the left side was turned on, the patient had fogginess in their brain. The patient did not know what was causing this and they were going to have an MRI done. The issues on the left side started in (B)(6) 2015. The patient's indication for use is essential tremor and movement disorders. No cause, troubleshooting, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.